Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) showed what appeared as left ventricular lead channel over sensing and/or inhibiting due to the way in which the crt-p was programmed. If the device was really over sensing, reprogramming options were discussed. The crt-p remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.